Event description:
It was reported that blood leaked out from the top of the drip chamber at the y site during blood transfusion. A new blood tubing was used to infuse the rest of the blood. Approximately 25ml of the blood wasn't infused to the patient as a result of the event. Although requested, additional information was not provided.

Event description:
It was reported that blood leaked out from the top of the drip chamber at the y site during blood transfusion. A new blood tubing was used to infuse the rest of the blood. Approximately 25ml of the blood wasn't infused to the patient as a result of the event. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: d.11.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that blood leaked out from the top of the drip chamber at the y site during blood transfusion. A new blood tubing was used to infuse the rest of the blood. Approximately 25ml of the blood wasn't infused to the patient as a result of the event. Although requested, additional information was not provided.